Event description:
Employee used bd eclipse safety needle and bd vacutainer to draw blood on pt. After drawing blood employee used 2 hand method of sheathing needle. Protector needle cover detached from device before locking in place resulting in a needlestick to the left hand (between thumb and 1st finger).